Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unspecified cartridge alarm occurred. Tandem technical support guided the customer through loading a new cartridge to resolve the issue. Blood glucose level was 193 mg/dl.